Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Felipe padovani trivelato, eduardowajnberg, marco túlio salles rezende, alexandre cordeiro ulhôa, ronie leo piske, thiago giansante abud, luís henrique de castro-afonso, carlos gustavo coutinho abath, guilherme seizemnakiri, joão francisco santoro araújo, josé laércio júnior silva, renato tavares tosello, josé ricardo vanzin, luciano bambini manzato, carlos eduardo baccin, bruno anderson araújo damota, daniel giansante abud. Safety and effectiveness of the pipeline flex embolization device with shield technology for the treatment of intracranial aneurysms: midterm results from a multicenter study. Doi:10.1093/neuros/nyz356. Medtronic literature review found a report of complications after use of pipeline. The purpose of the article was to evaluate the outcomes of patients harboring aneurysms treated with the ped shield. Among 151 patients, 120 (79.5%) were women, and their mean age was 52.7 yr. - periprocedural complications included 2 improper expansions of the peds.